Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that the during a total knee replacement post insertion a metal wire became detached from the poly insert. The product was removed form the patient. Case was completed using a triathlon cr tibial insert #3/9mm used ¿instead of cs insert.

Event description:
The customer reported that the during a total knee replacement post insertion a metal wire became detached from the poly insert. The product was removed form the patient case was completed using a triathlon cr tibial insert #3/9mm used ¿instead of cs insert.

Manufacturer narrative:
An event regarding seating/locking issue involving a triathlon insert was reported. The event was confirmed through visual analysis of the provided photograph. Conclusions: the customer reported that the during a total knee replacement post insertion a metal wire became detached from the poly insert. The reported device was not returned however photographs were provided for review. The photograph shows a recently explanted triathlon insert with the locking wire detached. Based on the photograph provided, it appears that the wire is slightly bent. This damage is consistent with attempted implantation and subsequent explantation of the device. No further investigation is required at this time. If additional information becomes available, this record will be reopened.